Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will be generated.

Event description:
Alleges leaning against the back of the chair while sitting and the back came off. This caused the customer to fall out of the chair.

Manufacturer narrative:
The device was returned and evaluated. The back hardware kit (red bag) was still attached to the seat back untouched. With this, it is probable the back was not secured with this hardware. The evaluator was unable to duplicate the back coming off with and without back hardware.

Event description:
Alleges leaning against the back of the chair while sitting and the back came off. This caused the customer to fall out of the chair.